Event description:
It was reported that a patient underwent a laparoscopic gastric bypass procedure on (B)(6) 2010 and suture was used. The surgeon had the needle intra-abdominally and was using a laparoscopic needle holder. The surgeon went to pass the suture through the tissue and the needle broke in two pieces (the break was on the back 1/3 of the needle). One portion of the needle was in the tissue and the other portion of the needle remained in the needle holder. Both pieces were retrieved. They used another suture from a different lot # to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.